Manufacturer narrative:
Correction b5.

Event description:
On (B)(6), 2019, the patient was implanted with a gore® tag® conformable thoracic stent graft with active control to treat a thoracic aortic aneurysm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to stent graft migration or realignment.

Event description:
On (B)(6) 2019, the patient underwent treatment of an abdominal aortic aneurysm with a gore® tag® conformable thoracic stent graft with active control to treat a thoracic aortic aneurysm. The patient reportedly has very tortuous anatomy and had a coarctation of the aorta that was repaired when he was a child. It was reported the conformable gore® tag® endoprosthesis (tgm282815/20729844) was deployed with the proximal edge of the device distal to the carotid artery. After deployment the final angiogram showed the implanted device had taken the outer curve of the aneurysm sac and had migrated approximately 4mm distally of the intended landing site. The physician was fine with the position and finished the procedure. The patient tolerated the procedure. On (B)(6) 2019, the physician took discharge images and noticed the conformable tag® endoprosthesis had further migrated an additional (13mm) now 17mm from the intended landing zone. The aneurysm sac had thrombosed over and there was no adverse event to the patient. The physician is taking a wait and watch approach since there is no injury or adverse event to the patient.